Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, although the device was out of warranty, and the caller was not interested in obtaining an out-of-warranty loaner pump.